Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during a biliary catheterism procedure on (B)(6), 2011.according to the complainant, during preparation for the procedure outside of the patient, it was noted that the cutting wire was twisted. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.based on the device analysis, which indicates that the catheter was bent, this is now considered a reportable event.

Manufacturer narrative:
(B)(4):a visual examination of the returned device found that the working length/distal tip with exposed cutting wire was twisted and the working length was kinked/bent. No other issues were noted to the device.the investigation concluded that the twisted and bent working length was likely due to customer handling/prep. Therefore, the most probable root cause classification is handling damage.a review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.